Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a transistor, designator q6.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report an odor coming from their device after it was powered on (with a battery also installed).  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was intermittently rebooting by itself upon power on. Intermittently the device would power on normally, whereas other times it would go into a loop rebooting by itself.